Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visually inspected the returned pump and a big chunk of biomaterial observed around the impeller. The cause of the low pump flow issue was biomaterial ingestion.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that following implant, the device displayed a flat motor current and began to trigger continuous suction alarms. The device was removed, cleaned, and re-inserted, but the issue persisted with flows as low as .4 l/m at support level p-9. Due to the persistent issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.